Manufacturer narrative:
The defective product has not yet been rec'd for investigation. Investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: blade broke during an attempted intubation of a pt during an ambulance transport. It was discovered by the emergency department physician who was attempting to intubate the pt. The emt personnel were not aware of the broken piece being in the pt's mouth. No pt injury reported.